Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced episodes of ventricular fibrillation. The impella was repositioned with echocardiography and resolved the ventricular fibrillation episodes. The patient was escalated to the impella 5.5 device for increased circulatory support. It was noted that the survival outcome that the patient expired while on impella 5.5 support. Medical safety review of the event for the patient's demise noted use of the impella cp device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.